Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support and successfully reset their pump, resolving the error and starting a new sensor session.